Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant of the implantable pulse generator (ipg), the physician was unable to get the set screw to engage, tighten and click. The setscrew would not engage despite numerous attempts. It was also reported that there were two setscrews in the atrial header. A new device was implanted. No patient complications have been reported as a result of this event.